Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray of the lead found the coil to be offset/damaged at multiple locations. Polytetrafluoroethylene (ptfe) coating of the guidewire was noted in the coil offset regions. The guidewire insertion test couldn¿t perform due to the damaged coil consistent with procedural damage. The cause of the reported event was isolated to the coil being offset/damaged and the guidewire ptfe coating found on the lead. The s-curve hump height was measured within specifications.

Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon attempting to advance the guidewire through the left ventricular lead, it was observed the guidewire could not advance. The lead was explanted and replaced, and no further issues were noted. The patient was recovering after the surgery.